Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was related to a previous repair. Visual inspection found the device in good condition; tamper seals were intact. There was evidence of the error or reported problem in the event history log. The reported problem was duplicated. Cassette not attached properly message alarms were found when latching the pump with no cassette. The investigation found that the downstream occlusion sensor was faulty which caused the reported issue. For corrective action the downstream occlusion sensor was replaced. The root cause of the reported problem is unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was last serviced in october 2021 per for the same issue, however this is a known issue being addressed by research and development per CAPA-000919. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the device had a defective cassette assembly. No patient injury was reported. 21-2111-0100-51.